Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was successfully implanted. The measurements of the orifice of the laa were 19mm at 0 degrees, 17mm at 45 degrees, 17mm at 90 degrees, and 22mm at 135 degrees. The measurements of the landing zone were 21.5mm at 0 degrees, 16mm at 45 degrees, 19mm at 90 degrees, and 16mm at 135 degrees. The sizing of the device was determined using transesophageal echocardiography (tee) and fluoroscopy. During the procedure, the close criteria were satisfied. A tension test was performed and was satisfactory prior to release from the delivery cable. On (B)(6) 2023, the patient presented with complaints of chest pain for approximately 7 days. It was discovered that the device had embolized. On computed tomography (CT) imaging and transesophageal echocardiography (tee) imaging, the device was shown to be in the left ventricular outflow tract (lvot) and partially under the mitral valve. Prior to extraction of the device, a plan was made to retrieve the device via retrograde aortic approach, snare the device into the descending aorta, and advance the non-abbott sheath over the device to explant it. A femoral cutdown was completed, and a 65cm 26f non-abbott catheter was inserted. A 100cm 9f non-abbott catheter was placed through the first catheter, and a 25mm goose snare was then inserted into the second catheter. The distal end screw of the amulet occluder was secured with the snare, and the device was pulled through the aortic valve and into the ascending arch. While pulling, the snare lost contact with the screw, the amulet fully occluded aortic flow, and cardiac output ceased. Cannulas were promptly inserted into the left groin to convert the patient to bypass. The patient remained stable. Multiple more attempts were made to snare the device for an extended period of time. A multitude of diagnostic catheters, wires, sheaths, and snares were used with minimal efficacy. The device was able to be snared from the ascending arch to the descending, but there was difficulty getting the device inside the 26f catheter as traction could not be held with bioptome, snare, raptor grasping device, etc. The decision was made to use an endovascular balloon to expand the aorta, sandwiching the device and using it as a guide to pull the embolized device into the 26f catheter. Ultimately, a combination of the balloon and gooseneck snare was utilized to finally get the device into the 26f sheath, and the device was removed from the body. There was no damage to the aortic valve, no change to the mitral valve function or velocity, and no pericardial effusion. A pleural effusion was discovered, a chest tube was placed, and an angiogrpahy of the aorta showed no visible tears or perforations. Shortly after the patient came off bypass, the pressure crashed, and multiple medications were administered to help increase pressure with no avail. Chest compressions were started, and the patient was put back on bypass. Additional blood and fluid was administered, and the patient was prepared to be taken off bypass again with additional drips, medications, and a level 1 for rapid infusion while giving protamine. A second attempt was made to take the patient off of bypass, but the patient crashed shortly thereafter. Chest compressions were initiated again. Upon viewing the tee, the patient had low volume and an increasing left sided pleural effusion. A venogram was performed, and a small tear was discovered on the descending aorta. A graft was placed, and a pump sucker was used to pull the blood from the pleural space. The patient was attempted to be taken off bypass a third time, but the patient crashed again. The patient was able to be stabilized, and the patient was placed on vv extracorporeal membrane oxygenation (ECMO). The patient was moved to the cardiovascular intensive care unit (cvicu). The patient status was reported as stable on ECMO.

Manufacturer narrative:
An event of chest pain, device embolization, pleural effusion and a small tear in descending aorta was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was successfully implanted. On (B)(6) 2023, the patient presented with complaints of chest pain for approximately 7 days. It was discovered that the device had embolized. On computed tomography (CT) imaging and transesophageal echocardiography (tee) imaging, the device was shown to be in the left ventricular outflow tract (lvot) and partially under the mitral valve. Prior to extraction of the device, a plan was made to retrieve the device via retrograde aortic approach, snare the device into the descending aorta, and advance the non-abbott sheath over the device to explant it. A femoral cutdown was completed, and a 65cm 26f non-abbott catheter was inserted. A 100cm 9f non-abbott catheter was placed through the first catheter, and a 25mm goose snare was then inserted into the second catheter. The distal end screw of the amulet occluder was secured with the snare, and the device was pulled through the aortic valve and into the ascending arch. While pulling, the snare lost contact with the screw, the amulet fully occluded aortic flow, and cardiac output ceased. Cannulas were promptly inserted into the left groin to convert the patient to bypass. The patient remained stable. Multiple more attempts were made to snare the device for an extended period of time. A multitude of diagnostic catheters, wires, sheaths, and snares were used with minimal efficacy. The device was able to be snared from the ascending arch to the descending, but there was difficulty getting the device inside the 26f catheter as traction could not be held with bioptome, snare, raptor grasping device, etc. The decision was made to use an endovascular balloon to expand the aorta, sandwiching the device and using it as a guide to pull the embolized device into the 26f catheter. Ultimately, a combination of the balloon and gooseneck snare was utilized to finally get the device into the 26f sheath, and the device was removed from the body. There was no damage to the aortic valve, no change to the mitral valve function or velocity, and no pericardial effusion. A pleural effusion was discovered, a chest tube was placed, and an angiogrpahy of the aorta showed no visible tears or perforations. Shortly after the patient came off bypass, the pressure crashed, and multiple medications were administered to help increase pressure with no avail. Chest compressions were started, and the patient was put back on bypass. Additional blood and fluid was administered, and the patient was prepared to be taken off bypass again with additional drips, medications, and a level 1 for rapid infusion while giving protamine. A second attempt was made to take the patient off of bypass, but the patient crashed shortly thereafter. Chest compressions were initiated again. Upon viewing the tee, the patient had low volume and an increasing left sided pleural effusion. A venogram was performed, and a small tear was discovered on the descending aorta. A graft was placed, and a pump sucker was used to pull the blood from the pleural space. The patient was attempted to be taken off bypass a third time, but the patient crashed again. The patient was able to be stabilized, and the patient was placed on vv extracorporeal membrane oxygenation (ECMO). The patient was moved to the cardiovascular intensive care unit (cvicu). The patient status was reported as stable on ECMO.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.